Manufacturer narrative:
Correction to manufacturer contact information provided. The hardware investigation concluded that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative reported that the computer replacement resolved this issue. The tool interface unit (tiu) was not replaced. The computer was returned to the manufacturer for analysis. Preliminary testing found that the cmos battery voltage was low as computer stopped booting at the checksum error step. The first boot of the device was disabled in the bios. The temperature of the cpu was also running hot, at 45 c. The software investigation found that although the software logs did not specifically indicate a specific cause of the unresponsive system, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No further issues have been reported.

Event description:
A medtronic representative reported that, while in a polestar cranial biopsy procedure, the scan had come across to the navigation system and when mach cranial software advanced to verify instruments stage in software, the system became unresponsive. In trouble-shooting, the navigation system was re-booted and normal function was restored.